Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high ise indirect gen. 2 sodium results for five patient samples. Of the data provided, only the results for four samples were discrepant. Patient 1: initial result was 169 mmol/l and the repeat result was 158 mmol/l. Patient 2: initial result was 146 mmol/l and the repeat result was 137 mmol/l. This patient was a (B)(6) female. Patient 3: initial result was 160 mmol/l and the repeat result was 153 mmol/l. This patient was an (B)(6) female. Patient 4: initial result was 154 mmol/l and the repeat result was 145 mmol/l. This patient was a (B)(6) female. The initial results were released to the physician who did not agree with the results and requested repeat testing. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.